Event description:
It was reported the pt experienced discomfort at the ipg pocket site. It was also reported the pt is not experiencing any further leg pain and is no longer using her scs system. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.